Event description:
It was reported that a patient experienced a loss of stimulation and therapeutic effect. It was reported that the battery site was infected. It was that the patient had a doctor appointment to check the battery site and to "rule out possible explant". It was noted that the patient lost simulation. It was stated that the battery was full. It was reported that the patient leaned back in her chair and "it stopped". It was noted that the patient seemed "very confused about everything, including the recharger". The company representative offered to meet with the patient. No appointment was scheduled.

Manufacturer narrative:
Product ID 37746, serial# (B)(4); product type programmer, patient product ID 37754, serial# (B)(4); product type recharger product ID 39565-65, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).